Manufacturer narrative:
(B)(4). Concomitant products: vessel closure: proglide, sheath: 6 french, other: heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat the right superficial femoral artery (sfa). The versacore guide wire was used during the procedure to place the sheath and removed without difficulty. The versacore was then used again to place the proglide vessel closure device; however, there was resistance when removing the versacore. The guide wire became kinked and separated. The separation was not noted at the end of the procedure and the patient was discharged to home. The patient then returned to the hospital to treat the left sfa and it was noted that an approximately 3 inch portion of the versacore guide wire remained in the patient anatomy. The patient reported no complaints related to the separation. The separated portion of the versacore guide wire was able to be retrieved with a snare device. There were no adverse patient sequelae. No additional information was provided.

Event description:
User facility medwatch report received reporting the following: "event description: patient was admitted as an outpatient and was scheduled for a pta [percutaneous transluminal angioplasty]. The patient had previously had a diagnostic cardiac catheterization and peripheral angiogram on (B)(6) 2013. During that visit left leg fixed from a right groin access. When the guiding angiogram was taken, a short piece of what appeared to be a guidewire tip approximately 3" long was noted in the l common femoral artery. The foreign body was removed with no problems. Once inspected outside of the body, it appeared to be the tip of a guide wire that had sheared off probably from the previous procedure. Once the foreign body had been removed, the patient's intervention was completed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire and the kink could not be replicated in a testing environment due to only a portion of the device returning. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.